Manufacturer narrative:
(B)(4). Describe event or problem- additional, device availability- additional, additional information/device evaluation, device evaluated by manufacturer- additional, event problem and evaluation codes- additional.

Event description:
The receiver was received for evaluation. An external visual inspection was performed and passed. The receiver failed to take the charge or boot up. An attempt was made to download the receiver logs and run a functional test but it could not be performed. The receiver case was opened for an interior inspection and troubleshooting. The moisture damage was observed and the overheating was verified on defective u5. Resistance was also measured and it was found to be out of specification. The reported event of the overheating of the receiver was confirmed. A probable cause was determined to be a defective u5.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver was overheating. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the overheating of the receiver could not be determined. A probable cause could not be determined.